Event description:
It was reported that the ventilator does not cycle. No patient harm reported. It is unknown if the ventilator audibly alarmed when the reported problem occurred.

Manufacturer narrative:
Na